Event description:
It was reported that one day pre-implantation, the implantable neurostimulator (ins) was fully charged [showed icon with droplets]. The next day, just prior to surgery, the ins showed to be discharged. The physician used another ins for the procedure. Follow-up information stated that the recharger showed a voltage of 4.030v. If further information is received a follow-up report will be sent.

Manufacturer narrative:
Additional information determined that the correct manufacturing site for this event is site # (B)(4).

Event description:
Additional information received noted that the stimulator was recharged and they did not have the problem again. Ipg had since been implanted.

Event description:
Additional information received noted that a manufacturer's representative charged up the ins the night prior to the case. The day of the case, the clinician programmer displayed the screen for a discharged ins. They read the ins with the recharger and it indicated the ins was fully charged. They went into the recharge stats on the recharger and the battery voltage displayed indicated the battery was fully charged as well.